Event description:
This customer reported that they were unable to deliver defibrillation during a patient event.

Manufacturer narrative:
(B)(4): this customer reported that they were unable to deliver defibrillation during a patient event. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.